Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side implant recalled, extreme breast pain and confirmed rupture. Ultrasound was performed. The device remains implanted.

Event description:
Patient reported right side implant recalled, extreme breast pain and confirmed rupture. Patient later reported: "tight squeezing". "Change in shape". Ultrasound was performed. The device remains implanted.